Event description:
It was reported that a user experienced prolonged hyperglycemia with blood glucose readings over 400 mg/dl for approximately nine hours while using the ilet system and attempted multiple steel infusion set changes without resolution; the user disconnected from the pump and self-dosed insulin before planning to reconnect. Symptoms included hyperglycemia. Outcomes included the need for user troubleshooting and temporary pump discontinuation. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no identifiable device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, with no device defect confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.